Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported arm 3 was faulting with error 23087, and the customer had to acknowledge the error multiple times before being able to continue, after which the error reappeared during undocking. The tse reviewed the error logs and found repeated 23087 errors originating from the vertical set up joint (suj) on armnet 3. The customer then power cycled the system, but the error recurred when arm 3 was manipulated, and the customer decided to move upcoming cases to another system. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said this procedure was completed using same surgeon console but arm 3 had not been used for some time due to this error. Further cases was aborted to another dv system.